Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable malfunction occurred due to a defective charged coupled device unit, likely from one or more of the following: unacceptable tension in the area of the ccd (charge-coupled device) holder assembly pre-existing damage to the ccd holder assembly . Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint of no image and stripes being displayed was not confirmed and the issues were unable to be replicated. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the video telescope "endoeye hd ii", 10 mm, 30, autoclavable had no image and only colored stripes were displayed. The issue was found when preparing the device for use. The customer noted the same thing had occurred before. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the image was green due to a broken imaging unit. The report is being submitted due to the defect found during evaluation.